Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received two insulin pump errors. The customer's blood glucose level was 350 mg/dl at the time of the incident. The customer had two issues with the insulin pump, loss of data and communication errors. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and self test. No unexpected pump error 15 or pump error 4 alarms during testing however, pump error 15 alarm found in the formatted history file due to a software error.